Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as not product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer has low blood glucose the day after the hand surgery. The paramedics were called and treated her blood glucose. The customer stated there has been a change in medication as well as weight loss. No further info was provided.